Manufacturer narrative:
Other applicable components are: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
The manufacturer's representative (rep) reported the patient had the manufacturer's system explanted on (B)(6) 2016 and was implanted with a different manufacturer's system because one lead had high impedance. It was unknown what diagnostics or troubleshooting was performed. Surgical intervention occurred. It was unknown if the issue was resolved at the time of the report. No other information was known by the rep regarding this patient. Relevant medical history included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.